Event description:
Thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, pain, mobility, implant came out with the gingiva former.